Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode, fell down, and was found unresponsive. Cardiopulmonary resuscitation (CPR) was performed, and the device delivered five shocks in three separate episodes. The patient was admitted to the intensive care unit. The field representative requested technical services (ts) review of the shock therapy episodes to confirm if therapy delivery was for ventricular fibrillation (vf), or asystole/pulseless electrical activity (pea). Ts reviewed the stored episodes, and discussed that it did not appear to be vf in the episodes, but appeared to be oversensing during asystole/pea with CPR mixed in. There was no information indicating that the device caused or contributed to the reported patient symptoms/condition. No adverse patient effects were reported. This device remains in service.